Event description:
Penumbra neuron 070 delivery catheter was opened during a procedure and found to be broken into two pieces about 6.5cm from the distal tip.

Manufacturer narrative:
Results: the catheter is fractured approximately 6.2 cm from the distal tip. The design specifications for the product were reviewed, and it appears the fracture is located in an area where a junction occurs. The fractured ends of the material do not appear to be stretched. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that when the pouch was opened the device was broken into two pieces 6.5 cm from the tip. During the evaluation the fracture in the catheter was verified and found to be 6.2 cm from the distal tip. According to the product design specifications, this distance from the distal tip is a material junction in the catheter. The device could not have been packaged with this damage and there was no complaint made about damage to the packaging; therefore the damage likely occurred when the product was removed from packaging. The cause of this complaint cannot directly be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.